Event description:
It was reported that there was difficulty positioning a right atrial (ra) leadless pacemaker (lp) using a delivery catheter during initial implant. The device was successfully implanted to complete the procedure. Computed tomography (CT) imaging the next day revealed the lp had dislodged to the base of the left atrial appendage, possibly due to an atrial septal defect and persistent left superior vena cava. Lp retrieval was completed on (B)(6) 2026. Physician had difficulties capturing the lp with a retrieval catheter, but eventually was able to retrieve using additional snare. A replacement was not implanted. Patient had no other consequences.